Event description:
Healthcare professional reported right side exchange from textured to smooth and deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on the anterior side assessed as surgical damage. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: white classification observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Device has been explanted.